Event description:
Pt underwent interventional angio. Guidewire became stuck on previously placed stent. Tip of wire broke off and remained in pt. Surgical intervention required: redo of coronary artery bypass graft along with removed stent & wire.